Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the customer was not hospitalized.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose, which resulted in a hospitalization. The customer's blood glucose level was 395 mg/dl. Customer also reported that the insulin pump had insulin flow blocked alarms. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.